Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2017 oral antibiotic doxyclycline 100mg for fourteen days was ordered. On (B)(6) 2017 patient in clinic for routine visit and purulent drainage from driveline exit sent for culture. Rare growth corynebacterium striatum maldi. On (B)(6) 2017 doxycycline 100mg for fourteen days ordered. (B)(6) 2017 caregiver called to report 99.8 temperature. On (B)(6) 2017 patient in clinic for regular appointment, antibiotic completed and drainage from driveline increasing. Culture sent. Doxycycline 100mg and cefpodoxime 100mg for fourteen days ordered. On (B)(6) 2017 results of culture: rare growth (B)(6). Infectious disease ordered to complete scheduled cefpodoxime until (B)(6) 2017, long-term doxycycline twice a day for suppression. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a driveline infection. On (B)(6) 2017 the patient was in the clinic for a regular visit with discolored driveline. Wound culture ordered which resulted in heavy growth corynebacterium striatum maldi. On (B)(6) 2017 home health called and stated that the patient complained of 7/10 pain at driveline exit site with redness and purulent drainage. On (B)(6) 2017 patient was in the clinic with no fever. Wound culture and abdominal computerized tomography (CT) scan were done. Culture showed rare growth corynebacterium striatum which infectious disease said was skin contaminant not requiring further treatment. CT scan showed no signs of deep infection. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.